Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: the patient alleged injury. Procedure: removal of mesh, urethral lysis, sling urethropexy, cystocele repair, anterior colporrhaphy, suprapubic tube. Indication for implantation of transvaginal mesh in this patient: uterine prolapse, enterocele, cystocele, rectocele, post-hysterectomy vaginal vault prolapse. Reoperation: (B)(6) 2014.